Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a scheduled procedure. Prior to procedure a chest x-ray was performed, and it was discovered the right atrial lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.